Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The device was evaluated on december 18,2017, but there was no irregular function of the device. The manufacturing record was reviewed and found no irregularities. The reported event was reproduced when the plug of the foot switch was loosely connected to the generator. Therefore, omsc presumes that the reported event occurred since the plug was not firmly connected to the generator. In conclusion, there was no malfunction with the device and this event is most likely related to operator's handling.

Event description:
During an unspecified procedure, the subject device was used. The sonosurg did not activate when the doctor stepped on the foot switch. The intended procedure was completed with another device. No patient injury was reported.